Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having dislocated a few weeks after surgery; the surgeon exchanged the poly liner and glenoid head to make it more stable. Neither item had anything wrong with it.